Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer's hcp that the customer got hospitalized due to high blood glucose with dka on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The caller was unable to provide specifics due to privacy laws. The customer experienced symptoms such as a coma. The customer was wearing the insulin pump during the incident. A bent cannula was found. Troubleshooting was not completed and the pump alarmed with hardware low level failures during a self test. The insulin pump will be returned for analysis.